Manufacturer narrative:
Siemens filed the initial MDR 2517506-2023-00252 on 21-nov-2023. Additional information (24-nov-2023): the patient of the sample in question did not have a prostate. Additionally, the sample was also processed for other analytes which were not reported to be discordant by the customer. Additionally, no erroneous results were reported on other samples processed along with this sample. The replacement of the reagent mixer and alignment of probes mentioned in the initial report were performed for an unrelated issue. Based on this information, siemens ruled out issues with the reagent and the instrument. Siemens review of the instrument data did not show issues with the dimension exl 200 instrument. The customer ran a precision study for total prostate specific antigen (tpsa), which recovered acceptably. Siemens concluded that the sample integrity issue potentially contributed to the falsely elevated tpsa result. The investigation findings and investigation conclusions code of section h6 were updated to reflect the additional information. The instrument was performing within specifications. No further evaluation of this device is required.

Event description:
A falsely elevated total prostate specific antigen (tpsa) result was obtained on a patient sample on a dimension exl 200 instrument. The erroneous result was reported to the physician(s), who questioned the result. The sample was repeated on the same dimension exl 200 instrument. The repeat result was lower than the erroneous result. The repeat result was reported as the correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated tpsa result.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) to report that a falsely elevated total prostate specific antigen (tpsa) result was obtained on a patient sample on a dimension exl 200 instrument. The quality control (qc) was within range on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse calibrated heterogenous module (hm) mixers, which was successful, ran qc, which was passed, and ran sample absorbance (sabs). The cse replaced the reagent 2 (r2) mixer, aligned reagent 1 (r1)/r2, and hm probes. Then, the cse ran a system check, which was passed. The cause of the falsely elevated tpsa result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.